Event description:
End user was riding through the mall when their right rear wheel fell off causing the end user to fall out of their chair and hurt their back. The extent of their injury is unknown.